Event description:
On (B)(6) 2015 the distributor contacted animas, alleging a dim display issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 4/14/15. Device evaluation: the device has been returned and evaluated by product analysis on 04/02/2015 with the following findings: powered the pump on and the display is blank. Opened the pump case and found moisture on the display flex connector. Unable to investigate dim/fading complaint due to moisture. Unrelated to the complaint, there's a battery compartment crack along the case seal. Returned battery cap used during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.